Event description:
After 11 1/2 years of successful cochlear implant use, this patient reportedly experienced dizziness and pain. Diagnostic testing revealed several short circuloid electrodes. Explantation/reimplantable surgery will be done but has not been scheduled.